Event description:
It was reported after deployment of a vena cava filter, the filter legs did not completely expand. The filter was removed with a snare device without incident. Another filter was successfully deployed. Ther was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies,the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter was returned and the measurements met all the required specifications. Images were not provided. The complaint investigation is inconclusive for failure of the filter to fully expand during deployment, as images were not provided. Based on the available info, the definitive root cause is unk it is unk if pt and/or procedural factors contributed to the event. See scanned page.